Event description:
Patient received synvisc one injections of bilateral knees for mild anterior and medial osteoarthritis after reporting no problems with yearly bilateral synvisc traditional three-injection series in the past. She subsequently had significant effusions develop in both knees and required crutches to walk. On further questioning, she noted that she had mild bilateral knee swelling after every prior synvisc injection but had not reported it to the physician. She denied any fever, chills, or overlying skin changes with any of the injections, including these current two. In 2009, 100 ml of clear yellow fluid was drained from her right knee and 50ml of clear yellow fluid drained from her left knee. Dose or amount: 6ml. Frequency: once. Route: intra-articular. Dates of use: 2009. Event abated after use stopped or dose reduced?: yes. Diagnosis or reason for use: osteoarthritis.